Event description:
It was reported to philips that an als unit was evaluating a patient and the crew attempted to obtain a 3-lead. The monitor would not capture a 3-lead due to the left leg limb lead not reading. The crew switched out to another set of limb leads and received the same left leg limb lead not connected error. Another als unit arrived and transported the patient to the nearest ER. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips that an als unit was evaluating a patient and the crew attempted to obtain a 3-lead. The monitor would not capture a 3-lead due to the left leg limb lead not reading. The crew switched out to another set of limb leads and received the same left leg limb lead not connected error. Another als unit arrived and transported the patient to the nearest ER.